Event description:
A venous ablation procedure was performed on the small saphenous vein. At the first follow-up in 2009, the deep vein was opened. The physician did not notice any deep vein thrombosis. During the second follow-up the following month, the pt was complaining of pain and swelling. The doctor noticed a deep vein thrombosis on the right popliteal vein, extending to the distal tibial-peroneal trunk. The pt was prescribed lovenox, coumadin, and compression stocking. On the third follow-up, five days later, the deep vein thrombosis status was the same and there was no extension of the clot.

Manufacturer narrative:
At the last follow-up in 2009, the physician noted that the pt's condition was improving. No device malfunction is associated with this event.